Event description:
It was reported that about four months ago, the pump flipped and the healthcare provider flipped it back. It had since been determined that there was a kink in the catheter. A revision was planned. The pt was taking oral medications. In follow-up, the physician's office stated that pt had been receiving morphine at 10 mcg/ml. The pump being flipped months ago was not confirmed , but they did not think the catheter kink was related to that issue. They stated that the pt may have been experiencing an increase in pain due to the catheter kink. Surgery was scheduled to fix the catheter problem. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).